Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device component was damaged, the device failed safety assessment and was generating heat. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure from normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that a component of the motor device was damaged, the device had heat, the locking components were damaged, and the flex circuit was damaged. It was further determined that the device failed pretest for hand control assessment, handpiece temperature assessment, air pump assessment, safety assessment, motor thermistor assessment, cable assessment, and visual assessment. It was noted in the service order that the hose was disconnected at the proximal end and needed to be replaced. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.